Manufacturer narrative:
Device is a combination product. The 24 x 3.00mm promus elite stent delivery system was returned for analysis. A visual examination of the crimped stent identified proximal stent damage. Damage was noted to the two most proximal stent strut rows, with struts lifted and bent back distally. The crimped stent outer diameter, of the undamaged mid and proximal sections, was measured by snap gauge and the result was within max crimped stent profile measurement. A visual examination of the balloon sections found no issues. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A red/brown blood like substance was noted on the balloon. A visual and tactile examination of the hypotube found multiple kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual examination of the tip identified tip damage. The device was loaded onto and tracked over a 0.014 inch guidewire without issue. The balloon inflated successfully to rated burst pressure (16atm), stent deployed successfully, some deformation of the deployed stent was noted at the same proximal location as damage noted when stent crimped. A vacuum was pulled and the device deflated fully in 10 seconds. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on 09oct2019. A percutaneous coronary intervention was being performed. A 24mm x 3.00mm promus elite stent was used; however, the specific issues or alleged event was not provided. The procedure was completed with a second promus elite device without issue or patient injury. However, returned device analysis revealed stent damage.